Event description:
The technician alleged the brake casters swivel while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters, brake steer caster and cross shaft to resolve the issue.